Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 1cfu. Bacterial identification: kocuria rosea. Sampling date: (B)(6) 2025. Sampling from: operator suction channel. Cfu: 1cfu. Bacterial identification: paracoccus yeeii. Sampling date: (B)(6) 2025. Sampling from: air/water channel and elevator channel and distal end with elevator. Cfu: <1cfu. Bacterial identification: ni. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where an additional potential adverse event was confirmed where the lens adhesive had a pinhole. Olympus will continue to monitor field performance for this device.

Event description:
The device tested positive for more than 80 colony forming units (cfus) of stenotrophomonas maltophilia.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.